Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD, implant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a small chest anatomy was implanted with an extravascular (ev) lead. After the implant procedure, as the patient was moved and started to wake up, a sudden and dramatic drop in r-wave size was observed with some noise and oversensing picked up at times. The patient was put back on the table and x-rayed the ev-lead. The lead was distally minimally moving with heart beats but otherwise looked like to be in the same position as they had left it. A few minutes later, outside in recovery, the patient complained of an intense chest pain. The decision was made to give the patient pain medication and wait for several hours, then re-test the device again and do another chest x ray in ap (anteroposterior) and lateral view. Three hours later the r-waves were still small and variable, the ev-lead seemed to be in the same place, so the device was left with detection on and therapies programmed off overnight. The next day the patient was still painful with breathing and the feeling is described as being kicked in the chest. It was noted that the r-waves climbed to around 3 mv and were much more stable. Another chest x ray was performed and showed the lead in the same position as yesterday. This confirms suspicion that the issue with the r-waves is localized to a suboptimal contact of ring 2 that got resolved overnight. The ev-lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing associated with the extravascular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.